Manufacturer narrative:
Product event summary: con310715: the controller 2.0 was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Additionally, supplemental testing revealed that thermal readings were within the nominal range. As a result, the reported event could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): failure analysis of the returned 2.0 controller revealed that the device passed visual examination and functional testing. The reported overheating event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at home and called to say that the controller was hot to touch. It was also stated that the caregiver performed a controller exchange due to this reason. It was reported that the controller was overheating in the patient bag. It was further stated that the event was not associated with any controller alarms or pump stop events and that no patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator, that the patient was at home and called to say that the controller was hot to touch. It was also stated that the caregiver performed a controller exchange due to this reason. It was reported that the controller was overheating in the patient bag. It was further stated that the event was not associated with any controller alarms or pump stop events and that no patient symptoms or complications associated with this event. It was stated by the site that the controller would be returned to the manufacturer. No further patient complications have been reported as a result of this event.